Event description:
Meter name: one touch basic enhanced. Strip name: lifescan one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A patient reported that the pt was unable to test on the meter. Their meter allegedly would only prompt message of not ok, not enough blood, and error 1. Unable to get reading on the meter. No comparison done. Not treated. Customer is insulin dependent. No furhther information has been reported.